Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous high results for 7 patients tested for ise indirect na gen. For samples run from cups from a modular pre-analytics (mpa) system compared to the primary sample tube run on the cobas 6000 c (501) module between (B)(6)2018. This medwatch will cover the mpa system. (B)(4). Refer to attached data for the patient results. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and checked the functionality of the mpa. The mpa was operating according to specification.

Manufacturer narrative:
The field service engineer (fse) performed an aliquot leak test on the mpa and no issues occurred. A different analyzer also received aliquot samples from the mpa with no issues. Based on this, it was determined the issue is not related to the mpa. Investigations determined the event was due to an issue on the associated c501 module. Refer to manufacturer report 1823260-2018-00383-00 for the information related to the c501 module. The event was not due to the mpa system. The mpa system is working according to specification.